Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, calibrations entered fir sg trends well. The user was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up to date information.

Event description:
On may 22nd 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.